Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred, and the pump indicated a data log corruption. Customer's blood glucose level ranged from 137 mg/dl to 150 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.